Manufacturer narrative:
(D10): concomitant device(s): 320-46-00 - 145-deg pe 46mm hum liner +0: (B)(6) 300-01-14 - equinoxe humeral stem primary press fit 14mm: (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6) 320-02-46 - 46x21mm glenosphere high moment arm: (B)(6).

Event description:
Approximately 1 year(s), 10 month(s) and 18 day(s) post-operative of a revised left rtsa, it was reported via clinical study that the patient experienced deep infection. Glenoid loosening was also reported. In an earlier revision, the patient experienced unexplained pain with a notation that patient had pain with some radiographic evidence of loosening. No loosening seen at surgery; cultures taken. The patient underwent another standard reverse revision with the reported removal of the humeral tray, humeral liner, glenosphere, glenosphere locking screw, and the glenoid base plate. The outcome of this event is considered resolved and the clinical report indicates that the event is definitely not related to the device(s) and/or to the procedure. This event was reported through clinical trial study data collection activities and no other information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d6a, h6. MDR section codes updated/corrected: b, c, d. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. Implant date is unknown. The revision reported may have been due to glenoid loosening and/or infection. However, the reported glenoid loosening and infection could not be confirmed. Additionally, potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.